Event description:
It was reported via repair work order that the brakes were not holding due to the scorpion brake plates not being correctly seated. It was further reported that the fowler drifted due to a fowler motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.